Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, while device was being applied on the stomach, the stapler was unable to fire. There was no patient injury.